Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. A follow up MRI on (B)(6) 2016 confirmed potential type 3b endoleak at the crotch of the bifurcated device and aneurysm sac growth. The patient was reported to have high levels of creatinine and unable to tolerate contrast. A subsequent endovascular procedure was completed and the physician elected to reline the main body with a non-endologix device. Current patient status in unknown.